Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available at a later date.

Event description:
It was reported that during subject device reprocessing, streaks were observed in the picture. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the streaks in the picture was due to a broken video cable and the fiber bonding in the outer tube area (distal end) is damaged was due to failure to follow instructions. The device damage can be prevented by following the instructions for use which state: risk of damage to the product: the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during subject device reprocessing, streaks were observed in the picture. There was no patient involvement.